Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of devicemalfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that an ilet bionic pancreas displayed malfunction alerts identified as 61 and 57, which indicated an external flash write error and a software runtime error, respectively; the user was advised to perform up to three restarts, and when the alerts recurred, the device was replaced and the user transitioned to backup therapy. Symptoms included no reported change in blood glucose. Outcomes included temporary interruption of device therapy and the need for device replacement. Investigation included customer service troubleshooting and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction related to the pump¿s internal memory function that triggered recurring system reset alarms. It was concluded that the device experienced a hardware failure and was replaced.